Manufacturer narrative:
The investigation for the access site bleed has been completed. Clinical details noted that groin bleeding was observed and was able to be first resolved with manual pressure. However, bleeding occurred again and was unable to be controlled and patient required a transfusion and a repair of the left femoral artery after pump explant. The root cause of the vascular damage could not be definitively determined as limited clinical details were provided. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-25265. As it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The us complainant had placed a cp to support a patient admitted in acute myocardial infarction / cardiogenic shock. The pump was placed but, there was an access site bleed and optical signal issues. The placement signal did not prompt explant; however, the bleed did prompt intervention in blood products and eventual explant. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and reoccurring suction alarms and "placement signal low" alarms were observed throughout case. Placement signal and mean flow are variable during case. No hard failures of the optical sensor were noted, all optical parameters were stable throughout case. The root cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 updated with product problem. H6 medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-25265.